Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances, or deviations with the complaint lot. The ticket search by lot did not find an increase in complaint activity for the complaint lot. Review of ticket trending did not identify any trends. The overall performance of the alinity I ca 19-9xr reagent in the field was reviewed using data gathered from customers worldwide. The review of field data indicates the patient median values are within the established limits for the complaint lot. The review did not identify any unusual reagent lot performance for lot 54648fp00. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 54648fp00.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr and provided the following information for 1 patient who has been diagnosed with pancreatic cancer: (unit of measure is u/ml) on (B)(6) 2023 ,sample ID: (B)(6) , initial result was 148.5, which was released to the patient¿s medical providers and the result was questioned. On (B)(6) 2023, a new sample (sample ID (B)(6) was obtained and generated a result of <2.1. It was then repeated and generated the following results< 2.1, 0.1, 0.3 then the original sample (sample ID: (B)(6) was repeated and generated results of <2.1, 7.9, 7.2, & 7.9. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID's are (B)(6). This report is being filed on an international product, list number 8p32-20 and there is a similar product distributed in the us, list number 8p32-21 / 31. All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr and provided the following information for 1 patient who has been diagnosed with pancreatic cancer: (unit of measure is u/ml) on (B)(6) 2023 sample ID: (B)(6) initial result was 148.5, which was released to the patient¿s medical providers and the result was questioned. On (B)(6) 2023, a new sample (sample ID (B)(6)) was obtained and generated a result of <2.1. It was then repeated and generated the following results< 2.1, 0.1, 0.3 then the original sample (sample ID: (B)(6)) was repeated and generated results of <2.1, 7.9, 7.2, & 7.9. There was no reported impact to patient management.